Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm. Model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records and the sterilization documentation for the devices will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced an infection on the lead due to diabetes. The patient also felt pain and underwent an explant procedure to remove the entire system.